Event description:
It was reported that during treatment of a left arm fistula, guide wire entrapment occurred. The intended stenosed target lesion was located in the left arm. The physician advanced a 7.0 x 40, 40cm mustang balloon catheter over a non-bsc guide wire. The balloon was repositioned prior to inflation and entrapment occurred, both devices were removed as a single unit. During removal of the balloon from the sheath, the balloon was torn. The physician placed an unknown guidewire and completed the procedure with a non-bsc balloon catheter. No complications were reported and the patient's status is fine.

Event description:
It was reported that during treatment of a left arm fistula, guide wire entrapment occurred. The intended stenosed target lesion was located in the left arm. The physician advanced a 7.0 x 40, 40cm mustang balloon catheter over a non-bsc guide wire. The balloon was repositioned prior to inflation and entrapment occurred, both devices were removed as a single unit. During removal of the balloon from the sheath, the balloon was torn. The physician placed an unknown guidewire and completed the procedure with a non-bsc balloon catheter. No complications were reported and the patients' status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned with a 0.035 inch guidewire inserted through it, the guidewire size was verified using snap gauge. It was noted that the guidewire was severed or broken. It was not possible to remove the guidewire from the device. The device was returned inserted through a non - bsc sheath. Examination of the sheath noted that it was severely damaged at its distal end and again just distal to the haemostatic valve. The device is free moving within the sheath. Examination of the balloon material noted that it was torn both circumferentially and longitudinally. The single lumen shaft is severely stretched and the distal radio opaque (ro) marker band is free moving along the shaft. The two lumen shaft is extremely stretched at several locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).